Event description:
Customer reportedly received results of 59 mg/dl, 64 mg/dl and 66 mg/dl then changed to a new vial of strips and got a result of 332 mg/dl, all within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Customer did not know the lot number for either vial of strips and did not have the vials available to gather the lot numbers. Requested return of suspect device(s) but customer had consumed strips and discarded vials prior to calling manufacturer. Replacement was sent.

Manufacturer narrative:
Caller did not know or have the test strip information and did not know which strip lot produced the discrepant results. It was unknown if the initial reporter sent report to the FDA. Customer had consumed all test strips and discarded vials related to this event prior to contacting manufacturer. Device will not be returned.